Event description:
A customer reported an issue with a pump, which declared a cartridge change error, leading to a high blood glucose reading. The specific blood glucose value was unknown, only displaying as "high." The customer addressed the high blood glucose with a correction injection via manual delivery. No third-party assistance was required. Technical support guided the customer through steps to troubleshoot the issue, including inspecting and cleaning the pump's components and re-loading the cartridge. The customer successfully completed the loading process and resumed insulin delivery.